Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Technical support advised magnet interactions do not work when ipg is in MRI mode and can only be connected to using a device that has an existing bond. The rep reported the patient had recently had radiation therapy at the site of their implant. In an update, it was reported an ipg replacement was ordered but not scheduled. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Related manufacturer reference number: 1627487-2023-06192 . Related manufacturer reference number: 1627487-2023-06193. Additional information indicates that patient was in a car accident and patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein patients ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. In an update, it was reported the patient underwent a system replacement on (B)(6) 2023.the ipg was nonfunctional at the time of procedure and leads had migrated due to car accident pt reported. Effective therapy was restored. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that patient put ipg into MRI mode and is unable to disable MRI mode and now the ipg is unable to communicate with external devices. As a result surgical intervention may be undertaken to address the issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.